Event description:
Information was received from an international distributor that their customer reported the ventilator had a smell of overheating. It was unknown if the ventilator was in use on a patient, or if an alarm sounded, however, the customer reported there was no patient harm. The distributor's service engineer confirmed the reported problem. The service engineer replaced the power supply to correct the problem. Final testing was performed and passed to operating specifications.